Event description:
It was reported that the infusion pump was started at an infusion rate of 50 ml/hr, however approx. One hour later the pump was found operating a displayed rate of 285 ml/hr. The pump was stopped and reprogrammed at 50 ml/hr, however a short time later the pump was again found operating at 285 ml/hr. The pump was removed from pt use. No pt injury resulted.